Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly, a battery out limit alarm, and a keypad anomaly. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting was initiated for the blank display and successful; the pump display returned. However, after troubleshooting for the battery out limit the alarm could not be cleared due to the keypad anomaly; the two necessary keys to clear the alarm were unresponsive. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No blank display or display anomaly noted during testing. Unable to verify for operating currents including low battery, off no power or battery out limit alarms due to no button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube window corner, cracked battery tube threads, and a missing end cap sticker. Moisture damage was found on the electronic and motor assembly.